Event description:
It was reported that during the right ventricular lead revision, the physician did not "like the way the [right atrial] lead looked" and the thresholds were slightly elevated. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed), the proximal conductor was melted, the outer insulation was melted and had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.